Event description:
Spontaneous report, from the united kingdom. Local reference#: (B)(4). This initial serious case report was received on 08-nov-2021 from a dentist by phone. Follow-up 1 was received on 10-nov-2021 from the dentist. Follow-up 2 was received on 19-nov-2021 by email from (B)(6). Follow-up was received on 17-jan-2022 from qa department. Narrative: the report described sheath detached from the plunger, needle breakage from the hub during local anesthetic injection with ultra safety plus twist in a 55-year-old female patient born on (B)(6) 1966 for dental restoration procedure on lr6 teeth. The needle remained in patient's mouth. On (B)(6) 2021 at 2:50 p.m., while injecting lingually (intraligamentary), the plastic needle sheath detached from the plunger. The needle was embedded in the patient's gum and fractured at the hub. The piece of cannula could be extracted by the dentist from the patient's soft tissue without problem but it was distressing for the dentist and the patient. The patient experienced trauma to the gingiva and had ulceration in the area 3 days later. At the time of the report, the patient had recovered without sequelae. The incident occurred during an intraligamentary injection after giving a buccal infiltration with the same needle. The canula was not bent prior to injection. During the procedure an extreme pressure was applied. Patient information on past history included anxiety before the dental treatment, dental local anesthesia and dental restoration. She was not pregnant. Other information of product: septodont batch number#: f51807aa, expiry date: 31-may-2026. Needle: length: 10 mm - extra short, diameter: 30g (batch number and expiry date: unknown). Blue handle (batch number and expiry date: unknown). Quality investigation report: test was performed on batch: f51807aa. The practitioner did not respond to the questions from, did not communicate the handle batch number and did not return samples. No quality defect of the injection device was observed during this investigation. The privileged cause of the defect is the error use of usp twist and usp twist handle during assembly. According to the description of the incident, a partial insertion of the sheath in the handle is privileged. An application of high pressure may be concomitant to this disassembly. Therefore, cannula breakage described on this complaint was a consequence of the device disassembly during injection. This case is serious due to required intervention to prevent permanent impairment / damage. Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula from needle part breaking into patient's mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. A mishandling is to consider, although the way of device use and assembling are not precise it was reported that the dedicated training for use of this new presentation was not performed by the dentist: a wrong needle size was used (extra short needle for intraligamentary injection in lr6 tooth), same device for several injections probably with different cartridge which is not recommended. Needle issue is considered as a consequence of the disassembly. Pending quality investigations and/or additional information, no final root cause could be determined. This is the 54th incident of device separation with usp twist (upgraded version of former usp device) newly launched during the covid-19 pandemic period. Based on the preliminary analysis, pending quality investigation results and / or additional information and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Needle issue is considered as a consequence of the disassembly. Therefore, no final root cause could be determined for this incident but an incorrect device use is suspected. This is the first complaint for usp twist part a and part b disassembly for this batch (f51807aa). Based on similar incidents, the misuse of the device could be a causative factor for the incident: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle. Needle issue is considered as a consequence of the disassembly. The notice details the procedure to assemble the system with detailed illustration as well as indication for a proper use. Consequently, the residual risk is judged acceptable and no risk reassessment is not required. The privileged cause of this complaint is an incorrect use of the injection device. Specific warnings about the risk of multiple cartridges use are already mentioned in the product's instructions for use. Consequently, no further corrective action will be done. No device quality defect identified and no root cause was determined. Mishandling is suspected as a root cause. Instructions for use contain detailed information for a proper use of the device. No corrective action is necessary.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula from needle part breaking into patient's mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. A mishandling is to consider, although the way of device use and assembling are not precise it was reported that the dedicated training for use of this new presentation was not performed by the dentist: a wrong needle size was used (extra short needle for intraligamentary injection in lr6 tooth), same device for several injections probably with different cartridge which is not recommended. Needle issue is considered as a consequence of the disassembly. Pending quality investigations and/or additional information, no final root cause could be determined. This is the 54th incident of device separation with usp twist (upgraded version of former usp device) newly launched during the covid-19 pandemic period. Based on the preliminary analysis, pending quality investigation results and/or additional information and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Needle issue is considered as a consequence of the disassembly. Therefore, no final root cause could be determined for this incident but an incorrect device use is suspected. This is the first complaint for usp twist part a and part b disassembly for this batch (f51807aa). Based on similar incidents, the misuse of the device could be a causative factor for the incident: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle. Needle issue is considered as a consequence of the disassembly. The notice details the procedure to assemble the system with detailed illustration as well as indication for a proper use. Consequently, the residual risk is judged acceptable and no risk reassessment is not required. The privileged cause of this complaint is an incorrect use of the injection device. Specific warnings about the risk of multiple cartridges use are already mentioned in the product's instructions for use. Consequently, no further corrective action will be done. No device quality defect identified and no root cause was determined. Mishandling is suspected as a root cause. Instructions for use contain detailed information for a proper use of the device. No corrective action is necessary.